Event description:
The patient called to report that they think there is something wrong as they are feeling tired all the time. The patient noted that they have a hard time doing things such as going for a walk or sweeping the floor. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).